Event description:
This is a spontaneous report, by a nurse in the USA, of peritonitis in a male patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag, and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex, dianeal pd4 ultrabag, and extraneal viaflex therapies intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter technical services (bts), the following information was reported. On an unreported date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. However, the treatment rendered was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The nurse stated that she thought it was due to the patient's technique, however the cause of the peritonitis was not reported. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. This condition of a use error, breach in aseptic technique, was confirmed as it was reported that there was a breach in aseptic technique. However, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. Should additional information become available, a follow-up report will be submitted.